Event description:
Micropuncture kit used to access left femoral artery. While removing guidewire from dialator, guidewire unraveled and distal portion broke off. Portion of guidewire was in subcutaneous tissue. Fractured guidewire removed in subsequent procedure.